Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all-silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngjz2836. Visual inspection noted that the balloon was inflated upon return. During testing, the catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty. Concentricity of catheter balloon is 68/32. The balloon deflated 10ml methylene blue solution within 51sec. After deflation mushrooming present. The balloon was deflated within specification. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Corrections made to tab e. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the balloon of the foley catheter inflated but the water did not drain. Per notification from investigator on 13jan2026, it was reported that balloon mushrooming was found during sample evaluation on 11dec2025.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the balloon of the foley catheter inflated but the water did not drain.